Manufacturer narrative:
(B)(4). Other devices used: catalog #00875705001, continuum tm shell with cluster holes, lot #62898790; catalog #00885100932 , continuum vivacit-e poly neutral liner, lot #62579604; catalog #00877503202 , biolox delta head, lot #2766843 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing tendonitis in the groin area.

Manufacturer narrative:
No devices or photos were received as these remain implanted. The reported event alleges a symptom rather than a defined device failure. The reported device is used for treatment. Review of complaint history identified no previous complaints for the part-lot combination of the reported devices. The devices were used in an approved and compatible combination. Primary operative notes from procedure performed on (B)(6) 2015 were reviewed. Stability of the construct with the final implants and that the leg length was equal, was confirmed. No complications were noted. A definitive root cause cannot be determined with the information provided.